Event description:
Large bore IV tubing that was running 3% sodium in one and d10 20kacet and 20kphos in the other had cracks in the portion that connects to the IV clave and patient was not receiving full amount of these drips for an unknown amount of time. This resulted in increased needs for laboratory monitoring and a large drop in patient's glucose levels. Took six hours to correct levels.